Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description: per cnf, it was reported that: event; the guidewire could be pulled but could not be pushed. It was originally reported that the guidewire was not smooth to be inserted and withdrawn than usual. Physician comments: patient outcome: no patient injury infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The guidewire was returned and a visual and tactile examination of the returned used guide wire was completed, and the following features were observed: this is a 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. The guidewire was returned with 3 kinks at 2.6cm and 30.5cm from the distal end and at 32.3cm from the proximal end. There was also a bend noted at 23.6cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A fingerpull test was carried out on both welds, and it was confirmed that the two welds are intact. No other damage was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is "functional: advancing issue" however upon inspection, 3 kinks and a bend were noted on the returned guidewire therefore the classification as investigated is "damaged: kinked". Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: event; the guidewire could be pulled but could not be pushed. It was originally reported that the guidewire was not smooth to be inserted and withdrawn than usual. Physician comments: patient outcome: no patient injury. Infected: unknown. Generator/controller: unknown. Ablation catheter used: unknown. Other used: unknown.